Manufacturer narrative:
Concomitant medical devices: 694765, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged over time, the lead had lost slack over the years to the point where it dislodged. The lead also exhibited noise which the physician felt may have been due to the dislodgement was but was unsure if this was the case or not. The lead was capped and replaced. No patient complications have been reported as a result of this event.